Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that the patient was having a reaction within ten minutes of the therapeutic plasma exchange (tpe) procedure. The patient developed shortness of breath,itching, and wheezing. The physician ordered IV steroids and im epinephrine in response to the patient reaction, which were administered after the event. Her condition improved following the medication. The customer was unable to provide the patient's identifier, age, and weight. The disposable set is not available for return because the customer discarded it. This report is being filed due to medical intervention via steroids IV and epinephrine im.

Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. The physician at the customer site stated that the cause is possibly related to eto reaction. Root cause: this disposable set was unavailable for specific root cause analysis. Possible causes for the patient reaction include but are not limited to a patient sensitivity to ethylene oxide (eto) or fresh frozen plasma. The user guide and manual for this device provides warnings of possible patient reactions that can occur.